Manufacturer narrative:
The customer has indicated that the complaint sample will be returned to greatbatch. Once the sample is received and the investigation is complete, a supplemental medwatch 3500a emdr will be submitted with the results of the investigation. Complaint information provided by zimmer biomet not returned to manufacturer.

Event description:
It was reported during a total hip procedure on an unknown patient, that the reamer was dull. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
The complaint sample was not returned to greatbatch for evaluation. Therefore, the reported event could not be confirmed. A process review was conducted and no discrepancies were discovered. Based upon the age of the device and review of the design history file and device master file, this device had exceeded its expected useful life.